Event description:
It was reported that during a ptca treatment procedure the adante balloon ruptured at 10 atm's on the second inflation. (The number of atm's reached on the initial inflation is unk). The pt was asymptomatic during this event. The lesion being treated was a calcified and 90% stenotic lesion in a slightly tortuous rca. The procedure was successfully completed. Pt status is reported as "good".